Event description:
Ous MDR - it was reported that the patient passed away. It was suspected that the pacemaker did not stimulate after life vest had delivered a shock.

Manufacturer narrative:
The pacemaker and the lead were not returned for analysis. The analysis is therefore based on the existing production documents and the retuned device data. The manufacturing process of both the lead and the pacemaker was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. The returned device data were thoroughly analyzed. The provided ECG recording of the lifevest was examined. Matching the clinical complaint, it documented a 150-j shock delivery on (B)(6) 2017. There were no heart rhythm signals to be found in the ECG recording after the shock delivery. In addition, the pacemaker follow-up from (B)(6) 2017 was analyzed. Recurrent high ventricular rates above 180 bpm between (B)(6) 2016 and (B)(6) 2017, which were stored in the episode counter, were noteworthy. But the analysis, especially that of the statistics, documented device behavior that matched the expectations. A follow-up and a device memory excerpt after the shock delivery by the lifevest were not available for analysis. It can therefore not be ruled out that the pacemaker was damaged by the shock delivery. Based on the available data, there were no indications of a device dysfunction. If additional relevant information or the device itself should become available, the incident will be updated accordingly.